Manufacturer narrative:
The complaint could not be confirmed as the broken anchor was not returned. No abnormality found on the returned driver. The most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
This is a duplicate follow-up. The complaint could not be confirmed as the broken anchor was not returned. No abnormality found on the returned driver. The most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy when inserting into the drill channel the anchor was broken off. The surgeon tried to remove the piece from the patient but it was not removed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 05dec2018: the broken piece remains in the edge of the socket but firmly in the bone. It cannot move. A x-ray was not taken because it is in the bone.